Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other devices used: catalog #621200031, natural knee ii femoral component, lot #1514427; catalog #620001102, natural knee ii patella, lot #1503178; catalog #621201220, natural knee ii stemmed tibial component, lot #1482658. This report will be amended when our investigation is complete.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records of the articular surface were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the articular surface. The primary surgical notes state that the patient underwent tka for post-traumatic severe arthritis of the right knee. With the trials in place, the knee was tracked through a full range of motion in flexion and extension; ligaments were balanced. After trial removal and copious irrigation, bone graft was inserted over the proximal tibial and the tibial component was press-fit. Two 50mm cancellous bone screws were also inserted proximally for further purchase. The femoral component was press fit into position. The knee tracked through a full range of motion; ligaments were balanced; patellar tracking was midline. The revision surgical notes state that the patient was revised due to polyethylene bearing wear and bony erosive changes. Before revising the failed tka, five proximal screws were removed from the right lower extremity. Intraoperatively, significant erosive changes were noted around the knee components. The patellar, femoral, and tibial components and then the tibial screws were removed. The removal of screws from the right lower leg match the information that the patient experienced a surgically-repaired tibial fracture six months before the tka revision. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. In addition, the component had an in-vivo life of ten years. Per the package insert of the natural-knee ii components, polyethylene wear is known potential adverse effect of this tka procedure. The probability of any or all of the components of the prosthesis not being revised at six years is (B)(4). A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to excessive wear and fracture of the patient's tibia.